Event description:
In 2007, the lay user/pt contacted lifescan alleging that her one touch ultrasmart meter was prompting the error 2 message. According to the owner's manual, the error message could be caused by either a used test strip or a problem with the meter. The senior medical affairs specialist (smas) listened to the recorded call thirteen days later to obtain clarification. The smas mailed a letter since the pt could not be reached by telephone. The pt reported that she was unable to obtain a blood glucose result due to the error 2 prompt fifteen days earlier. As she was unable to test, she decided to go to bed. She woke up experiencing chills, feeling sweaty, and clammy in the middle of the night. She went to the emergency room at 5:30 am and tested 56 mg/dl on an unknown ER meter. No further info was provided. It would have been helpful to know when the meter started prompting the error 2 message, how many days she was unable to obtain a blood glucose result, her normal testing frequency, her medication regimen, whether she knew she was experiencing low blood glucose based on her symptoms, whether she administered self-treatment before going to the ER, if she attempted to test before going to the ER, whether an ambulance transported her to the ER, what time the ER obtained a 56 mg/dl, whether she rec'd treatment at the hospital, other possible health condition/medications, and diagnosis. The customer care advocate (cca) verified that the pt was using the correct testing technique, the test strips were in good condition, and the reported meter was not brand new. The cca walked the pt through a test and the issue was not resolved. The pt did not have a new vial of test strips to complete troubleshooting. The meter, test strips, and control solution were replaced. This complaint is classified as an adverse event due to the following conclusion: the pt alleged she was unable to test due to an error message, developed symptoms related to hypoglycemia, and tested 56 mg/dl on an ER meter. Lfs rec'd products for investigation. A review was performed for the error 2 and no issues were found on april 23, 2007. Testing could not be performed using blood samples, as the test strips had an expiration date of march 2007.